Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. The malfunction did not recur, and the customer was advised to contact technical support again if any issues returned, which the caller understood.